Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, pacer lead impedance test, capture test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received noted that the noise was over-sensed and led to inappropriate automatic mode switch.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited failure to capture, high pacing impedance, failure to sense, and noise. Both leads were tested through the patient system analyzer (psa) and values were normal. The pacemaker was explanted and replaced. During the procedure, blood was found in the ventricular header. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.